Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent sample bag leaked; further described as ¿a leak that occurred at the location where the tubing was adhered to the bag¿. The leak was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye noted a channel of leak on the tubing port side of the effluent sample bag. The leak was in the rf weld. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to a leak in the rf weld. The reported condition was verified. The cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.